Manufacturer narrative:
B1: "adverse event" was added b2: updated from na to "other serious" h1: type of reportable event updated from malfunction to "serious injury" h6: health effect - clinical code 4582 was removed. H6: health effect - impact code 2199 was removed. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial emdr report additional information received stating when the devices were removed from the anatomy, the posterior foots were observed to be missing.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, with two prostyle devices, after needle deployment, the operator pulled out the plunger, but the physician could not verify the suture. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided. A posterior foot separation was found during evaluation of the returned devices. The location of the detached foot segments is unknown.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed as bilateral needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It is likely related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The foot separations were not observed during the procedure and likely occurred during device shipment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: correction: adverse event was removed. B2: correction: other serious was removed and replaced with na. H1: correction: type of reportable event updated from serious injury to malfunction. H6: correction: health effect - clinical code 2687 was removed. H6: correction: health effect - impact code 4614 was removed.

Event description:
Subsequent to the supplemental emdr report. Additional information received stating the foot separations were not observed during the procedure and likely occurred during device shipment.